Manufacturer narrative:
(B)(4).

Event description:
A carotid procedure was conducted on a (B)(6) year old male. The filter was successfully placed in the internal carotid artery with no issues. The carotid procedure was completed with no events. Once trying to retrieve the filter, it would not collapse. No visible obstruction or tortuous anatomy was observed. The physician applied high force in order to retrieve the filter. Eventually it was retrieved and it was noted that the tip of the filter was missing and it was located lodged in the distal ica. The tip was captured and retrieved successfully.